Event description:
Caller reported a malfunction on pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer planned to address high blood glucose upon returning home and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.